Event description:
The customer contacted beckman coulter to report that they had complaints from two (2) doctors that triglyceride (tg) results on some patients were low. The patient samples in question were tested on unicel dxc 600i synchron access clinical system. All questioned samples had been discarded so they could not be repeated. The customer ran a correlation study with another laboratory and found their other laboratory's results were sometimes higher. The customer indicated their results obtained from the dxc 600i analyzer were 10-15% lower than the other laboratory. They also noted that they thought they may have a precision issue. No samples were repeated for verification. No patient data was provided. There was no plan by the customer to repeat or redrawn any patients. No other analytes with the same small sample size of 3 ul were questioned or repeated. There was no change to patient treatment or diagnosis reported by the doctor.

Manufacturer narrative:
Qc results were not provided for evaluation. The customer is up to date on their maintenance. Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013 and replaced both reagent probes, collar wash and did all top end alignments. However, the customer was still not satisfied with their precision and patient results. The customer then noticed the cartridge chemistries (cc) sample syringe, was much discolored with brown residue inside the syringe barrel and around the syringe plunger, and the customer replaced the entire assembly. After replacing the syringe assembly, the precision was back to the established specifications and correlation with the other laboratory was acceptable. Replacement of the sample syringe appears to have resolved the issue. This assembly was not due to be changed. The assembly was discarded and was not available for return to beckman coulter for evaluation. Failure mode was the cc sample syringe that was much discolored with brown residue.